Event description:
One (1) discordant falsely elevated sodium (na) patient sample result and two (2) discordant falsely elevated potassium (k) patient sample results were obtained on a dimension vista 500 system. The falsely elevated results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista 500 system. Lower results were obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) and potassium (k) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated sodium (na) and potassium (k) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. Hsc observed that quality control (qc) recovery was elevated at the time of the event suggestive of improper sample dilution due to low v-lyte diluent volume. The issue was resolved by the customer replacing the low v-lyte diluent onboard the vista system which returned the qc recovery to within customer established ranges. The cause of the event is unknown. Hsc concluded that there is no evidence of a potential systemic product issue. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.